Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in-clinic when post-paced t-wave oversensing was noted on the stored egm. Programming changes were performed, and the issue with oversensing was resolved.